Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2011 during a colonoscopy.according to the complainant, the clip was locked onto the tissue, but it failed to release from the delivery catheter. The clip was pulled from the tissue and then the procedure was completed using another resolution hemostasis clipping device. Reportedly, no bleeding occurred when the clip was removed.there were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2011 during a colonoscopy. According to the complainant, the clip was locked onto the tissue, but it failed to release from the delivery catheter. The clip was pulled from the tissue and then the procedure was completed using another resolution hemostasis clipping device. Reportedly, no bleeding occurred when the clip was removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly had already been deployed and was not returned with the rest of the device. Additionally, the control wire was found to be kinked and the sheath grip was detached from the over sheath. A functional examination could not be performed because the clip was not returned. The reported event of clip failed to release from the catheter was not able to be confirmed due to the clip assembly not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.